Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, mildly calcified, 100% stenosis proximal left anterior descending artery. This was an emergency case. A non-abbott 2.0 x 15 mm balloon catheter was used for pre-dilatation. A non-abbott 3.0 x 23 mm non-abbott stent was deployed successfully. The 3.0 x 12 mm nc traveler balloon catheter was advanced for post-dilatation; however, resistance was met due to the calcification and the balloon catheter shaft separated. A non-abbott balloon catheter was used to complete post-dilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters, nc traveler rx, instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. In this case, it is likely that the use of force during advancement of the bdc resulted in the shaft kinking and ultimately separating. The investigation determined the reported proximal shaft separation appears to be related to user error; however, the failure to advance of the bdc appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Additional reported information: force was used during the attempt to cross with the balloon catheter. No additional information was provided.